Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) downloaded and installed the station lumidigm biometric identifier drivers, configured and tested it to the release for the customer. The fse performed the hardware test application (hta) software diagnostics, and the customer successfully completed multiple biometric identifier logins to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was not working.there were no adverse events or injuries reported based on this event.